Event description:
It was reported that the caller needed assistance updating the pump's time settings. There was no reported adverse impact to the customer's blood glucose level. Technical support helped the caller with updating the pump time, addressing the issue of the incorrect time setting.